Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On 09/03/2023, the patient experienced inaccurate cgm values which occurred an undocumented number of days after the sensor had been inserted in an undocumented location. The patient did not experience any symptoms before and/or at the event. The cgm was reading 140 mg/dl and the blood glucose reading was 212 mg/dl. The patient was rushed to the hospital, treated with unremembered medications, and hospitalized for 6 days. At the hospital, the readings were reportedly 500 mg/dl when checked by the doctor. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.